Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the pump for multiple days, consumed carbohydrates for a prior low, took long-acting insulin approximately 13 hours before reconnection, and then reconnected to the pump, after which blood glucose returned to range. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included review of available reports and user follow-up. Investigation of this case revealed no device malfunction and an unclear cause related to user management and timing of insulin relative to pump disconnection and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.